Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a spinal procedure on (B)(6) 2013 concurrently with metal implants due to recurrent disc prolapse in (B)(6) 2013. In the fall of 2013, the patient experienced eczema and was treated at the hospital. Currently, the patient is still suffering from the allergy. The physician opines that the patient experienced hypersensitivity.